Event description:
Patient reported obtaining back-to-back blood glucose results of 500 mg/dl, 200 mg/dl, and 150 mg/dl, while using the suspect device. No action was taken based on the device results. No patient injury was reported and no treatment was received. Quality control testing has not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.